Event description:
A patient death has been reported by the police via phone call to insulet on (B)(6) 2025. According to the police, the remains of a patient with diabetes that was using dash insulin management system were found. An investigation is being performed by the police into the technical information of the dash device. The exact moment the patient went missing is unknown to insulet, but the police requested to insulet technical information of the dash device related to (B)(6) 2024. The police also provided insulet with a photo of a dash pod packaging. It is unknown whether the pod was used or in its package unused. It is also unknown to insulet where the pod/packaging was found. No further information was provided to insulet regarding this incident.

Manufacturer narrative:
The device has not been returned/received to date. We are unable to determine if insulet's device caused or contributed to the reported incident. Lot release records were reviewed for the photo of the dash pod packaging, and the product lot met all acceptance criteria. The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in correspondence with (B)(6) to answer their questions. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation.